Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 21-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included allergic to penicillin, dust mite, tree and grass pollen and celery. Consumer denied nickel allergy. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. Insertion was very difficult on one side. It took a very long time before the coil was in the right place. In (B)(6) 2009 the consumer experienced constipation, strange taste in mouth, and problems with urinating. In (B)(6) 2010 the consumer experienced pelvic pain, hip pain, legs pain, head pain, lower back pain, pain in buttocks, pain radiating to legs, neuralgia, increase/decrease of weight, nausea, tiredness, restless feelings, and insomnia. In (B)(6) 2011 the consumer experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, menopause complaints, vision problems, tinnitus, spontaneous bruising on arms and legs, and hearing was poorer. The influence of essure in her daily life included problems with movements. She had not recovered. Consumer has not recovered. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain two years later. The influence of essure in her daily life included problems with movements. She had not recovered. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with movements) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-set-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain two years later. The influence of essure in her daily life included problems with movements. She had not recovered. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with movements) and since no further information will be obtained, the case was conservatively regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority igz on 04-aug-2016. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was very difficult / insertion was difficult on one side" on (B)(6) 2008. The patient's past medical history included penicillin allergy, house dust mite allergy and pollen allergy. No nickel allergy. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complication of device insertion"). In (B)(6) 2009, the patient experienced constipation ("constipation"), dysgeusia ("strange taste in mouth") and dysuria ("problems with urinating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion disability), arthralgia ("hip pain"), pain in extremity ("legs pain, pain radiating to legs"), headache ("head pain"), back pain ("lower back pain"), musculoskeletal pain ("pain in buttocks"), weight abnormal ("increase/decrease of weight"), nausea ("nausea"), fatigue ("tiredness"), restlessness ("restless feelings") and insomnia ("insomnia / poor sleep"). In (B)(6) 2011, the patient experienced menorrhagia ("increase or heavy blood loss during menstruation"), metrorrhagia ("irregular bleeding or breakthrough bleeding"), menopausal symptoms ("menopause complaints"), visual impairment ("vision problems"), tinnitus ("tinnitus"), contusion ("bruising on arms and legs") and hypoacusis ("hearing is poorer"). On an unknown date, the patient experienced neuralgia ("neuralgia / nerve pain"), hot flush ("hot flushes") and abdominal pain lower ("lower abdominal pain"). At the time of the report, the pelvic pain, complication of device insertion, constipation, dysgeusia, dysuria, arthralgia, pain in extremity, neuralgia, weight abnormal, nausea, fatigue, restlessness, insomnia, menorrhagia, metrorrhagia, menopausal symptoms, visual impairment, tinnitus, contusion and hypoacusis had not resolved and the headache, back pain, musculoskeletal pain, hot flush and abdominal pain lower outcome was unknown. The reporter considered arthralgia, back pain, complication of device insertion, constipation, contusion, dysgeusia, dysuria, fatigue, headache, hypoacusis, insomnia, menopausal symptoms, menorrhagia, metrorrhagia, musculoskeletal pain, nausea, neuralgia, pain in extremity, pelvic pain, restlessness, tinnitus, visual impairment and weight abnormal to be related to essure. The reporter provided no causality assessment for abdominal pain lower and hot flush with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04set2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 3.876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-aug-2017: follow up received from the dutch health care inspectorate (igz) - events hot flushes and lower abdominal pain added. No nickel allergy. Not yet clear whether essure is being removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.